Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373 e1: initial reporter phone #:(B)(6) e1: initial reporter facility name: (B)(6) hospital a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was 1 stopper of an incorrect color in the shelf pack. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was 1 stopper of an incorrect color in the shelf pack. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary -bd received three photos for investigation. A visual examination of the photos revealed an incorrect color of the stopper; the product requires a grey stopper, not a red one. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.